Event description:
It was reported that the pacemaker was defective in it's design and formulation. The pacemaker was explanted and replaced. No patient consequences.

Manufacturer narrative:
The reported event of pacemaker was defective in it's design and formulation could not be confirmed. Visual screen was acceptable. H3: pacemaker is on legal hold so no further analysis can be performed.